Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, paravalvular is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. In this case, the cause of the worsening paravalvular leak (pvl) 18 months later is unknown from review of medical records, however was successfully treated percutaneously with a vascular plug, and the patient was discharged several days later.. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported through the clinical trial, the patient presented to the hospital with worsening congestive heart failure (chf) 18 months post procedure. The patient underwent cardiac cath and was found to have moderate to severe (3+-4+) paravalvular leak (pvl). He underwent placement of an amplatz vascular plug, which decreased the pvl to mild (1+). He also underwent b/l thoracocentesis on that same day. Gradually his condition improved and he was discharged home in stable condition four days later. The patient initially underwent an uneventful study procedure 18 months prior. Post initial deployment there was trace-1+ pvl . An echo performed on the day of readmission showed the valve was present in the aortic position and appeared to be well seated. The aortic prosthesis demonstrated normal leaflet motion.